Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, after sterilization of the handle for surgical prep, it was noticed that some brown charring on the handle. A replacement handle was used to perform surgery. No further information is available. This complaint involves one (1) device. This report is for (1) large handle with quick coupling. This report is 1 of 1 for (B)(4). Related product complaint: (B)(4).